Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The physician was planning on a lead revision. Technical services (ts) reviewed the reports and noted that the device has been implanted for more than 12 years. Ts suggested revising the lead while replacing the device. The lead remains in use. No adverse patient effects were reported. Additional information was requested from the field representative. The field representative indicated that they do not have any more information. No adverse patient effects were reported.